Event description:
It was reported that the deployed stent was shorter than expected. A 7x120x130 eluvia self-expanding drug eluting stent was selected for a procedure in a superficial femoral artery (sfa). The stent was delivered to the lesion, which was noted as not extremely tortuous and there were no difficulties crossing the lesion. The lesion was predilated and a 6 french non-boston scientific sheath was used. There was a lot of tension on the delivery device from the antegrade access which may have caused the stent to deploy too short. The deployed stent was approximately 80mm in length. No additional stent was needed to treat the lesion. There were no patient complications reported and patient was doing good post procedure.